Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon had trouble seating a 42mm glenosphere and after trying for 3 minutes said the threads were damaged. He then decided to try and use a smaller 38mm eccentric glenosphere. The 38mm glenosphere screwed right in and worked well.

Manufacturer narrative:
The complaint description states that the surgeon had trouble seating a 42mm glenosphere. The device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined.